Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Before implantation, the helix of the right ventricular (rv) lead could not retract. The rv lead was not implanted and a replacement rv lead was used. The patient was stable.